Event description:
Opened sealed trial contact lens and there was particulate matter present in the lens solution. I took pictures and also notified my optometrist. I did not put them in my eyes so no harm came but am trying to prevent anyone else from potential harm.